Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot mhbawh80 is invalid. Please clarify lot involved in the event.

Event description:
It was reported that the patient underwent prostatic adenomectomy on (B)(6) 2019 and suture was used. During the procedure, the needle got broken at the junction of the body and the needle eye when performing intra-abdominal suture. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The following additional information was obtained: the lot number is mmbdwhs0. A manufacturing record evaluation was performed for the finished device vcp324h, mmbdwhs0 number, and no non-conformances were identified.